Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented with false asystole detection. Upon review, it was discovered that the device was undersensing low amplitude r waves. Programming changes were discussed but not performed.

Event description:
New information noted that the implantable cardiac monitor exhibited a false atrial fibrillation episode due to intermittent undersensing of r waves. The patient was asymptomatic. It was noted that this was a known issue. No intervention was performed. The patient will continue to be monitored. There were no patient consequences.

Manufacturer narrative:
It is unknown if the discussed programming changes were made.